Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. What is the procedure date? Date not specified. What is the procedure name? Tka. Other than product being removed, was there any medical or surgical intervention performed (re-operation; re-closure with sutures; prescription medication)? If so, please specify. No surgical or medical intervention required. If medication was required, please clarify if it was prescription strength. Used mineral oil to remove. Prescribed 2% hydrocortisone cream x 7 days. Re-dressed with silver dressing. What is the most current patient status? Patient is stable. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? First time prineo patient. Is photo available of patient reaction? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Per IFU. What prep was used prior to, during or after adhesive use? Chlorhexidine gluconate skin prep. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Pt was not asked. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes except pressure sensitive adhesives/dressing. Patient demographics: initials / ID, gender, age or date of birth; bmi-male, mid 50¿s. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not confirmed. May have seasonal allergies. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Product lot of product used? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Patient sensitivity, possible reaction with chloroprep? Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total knee arthroplasty procedure on an unknown date in 2023 and topical skin adhesive was used. There was inflammation around mesh. Post op day 4 patient noticed irritation and itching, slight burning sensation. Returned to office to have removed. Used q-tip and mineral oil to remove excess cyanoacrylate material from skin. Prescribed 2% hydrocortisone cream x 7 days. Re-dressed w/silver dressing. Device not available. Patient is stable. Additional information has been requested.